Manufacturer narrative:
Investigation summary: the complaint on "contamination" was reported in phoenix ap instrument. Bd field service engineer (fse) was dispatched on site. A complete decontamination was executed by washing all the removable parts and all surfaces of tool, worktops, programming station, external log gauge, washers and racks using hypochlorite, alcoholic solution and rinse with sterile water. Issue resolved. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for (B)(6) was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap the tubing leaked onto the device causing contamination. The user noted that some correctly identified staphylococci isolates shown resistant where sensitive was expected. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the tubing leaked onto the device causing contamination. The user noted that some correctly identified staphylococci isolates shown resistant where sensitive was expected. No health impact or consequence reported.